Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue with a heater bag. It was stated that the heater bag disconnected. This occurred during drain 2 of 5 of peritoneal dialysis therapy. The technical service representative (tsr) assisted the hp with ending therapy. The tsr advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.